Event description:
The lead was partially returned with no further information provided; procedure date is unknown.

Manufacturer narrative:
.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a follow-up for an asymptomatic patient, the ventricular lead was oversensing atrial signals. Lead dislodgement was suspected. The patient will be scheduled for rv lead repositioning.